Event description:
Patient was treated in 2005. During treatment the patient felt the heat of each pulse in their back where the return pad was located. The pt developed one large blister onback under the return pad.